Manufacturer narrative:
The field service engineer performed maintenance procedures and replaced the measuring cells. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer needed maintenance. The customer did not report any other issues.

Manufacturer narrative:
The reagent lot number is 828391, with an expiration date of 31-jul-2025. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin d total iii result from one patient sample tested on the cobas e 411 analyzer (disk system) . On (B)(6) 2025: the initial result was 119.3 ng/ml. On (B)(6) 2025: the repeat result was 33.83 ng/ml. The patient questioned the initial result as the previous results were around 30 ng/ml, prompting the rerun of the patient's sample. The repeat result was the expected result.